Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded.

Event description:
It was reported that three ar-1938bc, knotless with #2 suture biocomposite suturetak suture anchors, were being used in a right shoulder labral repair procedure. While inserting the first anchor, it broke in half. Half of the anchor was able to be retrieved since it was still attached to the inserter. Half of the anchor remains in the patient. While inserting the second anchor, the cinching mechanism inside the anchor failed. This anchor was also left in the patient. The same event happened with the third anchor, however that one was still on the inserter and was able to be backed out. The procedure was completed using 5 other anchors of the same lot number. Patient: male 40's.